Event description:
It was reported that during the post-operative visit after 1 month, the patient implanted with an intraocular lens (iol) had visual acuity of 10/09 which decreased to 10/8 at the 7th month's follow-up visit. Lens remains implanted. Patient is very unhappy with their far distance vision. Even with glasses the patient¿s vision does not get better. Through follow-up we learned that there was no further surgical procedure performed, but if the symptoms persist, they are considering changing lenses. Patient is not able to carry out/fulfill their daily activities normally, especially since their distance vision is very problematic. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1: establishment address: full address is as follows: (B)(6). Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.